Event description:
Additional information received reported that immediately after implant the patient's right leg began hurting and no reprogramming could help it. It was noted the pain was quite bad and that the post op MRI found 9-12 discs were bulging. It was logged the system was removed because it was "getting on the 12 disc nerve", and the bulging discs occurred sometime between the trial and the implant. It was reported at the time of report the patient's right arm and right leg kept going numb and the caller felt the numbness was caused from bulging disc. It was noted the patient did not understand how her condition deteriorated so rapidly.

Event description:
It was reported there was strange pain in the ankle after implant surgery. It was logged a new system was implanted a few hours prior to report and at the time of report the patient had a strange pain in her ankle. Additional information received reported the patient had a post op MRI, and the radiologist recommended removal of lead due to bulging disc at t8 t9 interspace resulting in stenosis. It was reported the patient was then brought back to the operating room and the entire system was removed. It was logged the patient's pain in the ankle went away and the patient was "doing fine."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).